Manufacturer narrative:
A 59-years-old female patient underwent a revision surgery. During the surgery, the surgeon was not able to connect the acs® fb+ sc pe insert sz. 3 / 10 mm to the tibial component. Finally, the patient could be supplied with another available pe-insert from the same batch. The product in question was not provided for an optical examination. However, photographs of the explant have been made available, enabling a limited optical examination. No damage was visible based on the photographs. The manufacturing documents and the material certificates of the pe-inserts and the tibial component were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another pe-insert could be impacted without problems on the tibial components afterwards, an error of this product is excluded. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impact was not done correctly, since the surgeon is not trained. However, this cannot be confirmed nor denied due to lack of information. The event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "insert was not able to lock in to the tibial component. Tried to reposition multiple times but unable to lock in. Dislocated the tibia completely to check if anything is impinging. Cleared the tibia multiple times. Still unable to lock in. Then another insert of the same size was used. "